Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching one of the ring electrode cable¿s lumen located proximal to the ring electrode consistent with friction with another device or feature of patient¿s anatomy. All other damage found was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.